Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high, out-of-range (oor) shock lead impedance measurements. The patient reported hearing beep tones. The patient was brought into the clinic for evaluation. Upon reviewing the electrogram (egm), there was noise and/or inappropriate spikes seen on the rate/sense egm. Isometrics and pocket manipulation were performed and the oor measurements were able to be reproduced. Later, this patient underwent a revision procedure and the patient's right ventricular (rv) lead was explanted. A new rv lead was placed and the same issue was noted. Defibrillation threshold (dft) testing was performed and returned normal shock impedance measurements of 72 ohms. The patient was discharged. At the patient's wound check appointment, the shock impedance measurement were within normal limits when the patient's arms were in a normal position. However, oor measurements were noted when the patient raised their arm above their head. Subsequently, this patient underwent another revision procedure and the device was explanted, replaced and returned for laboratory analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection revealed that the header bond was weakened. X-ray examination was performed. The df+ header wire was found to be fractured. The clinical observation were directly related to this anomaly. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.